Manufacturer narrative:
Correction: field h9 has been corrected to reflect that the reported issue is not related to a corrective field action. The force bipolar instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a broken conductor wire and failed the electrical continuity test. The wire was completely broken, exposing the conductor wires, and no signs of thermal damage were observed. The complaint was confirmed by failure analysis. The probable root cause is attributed to grip dislodgement. When the instrument is moved by the surgeon in a grasp/pull/pitch motion, its grip can become dislocated. Grip dislodgement may pull the conductor wire out of the routing groove.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.